Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 1 and 2 were failed and was unable to open. The field service engineer (fse) had contacted the customer to bring the keys at the scheduled arrival time, but the customer had arrived one hour late. Upon troubleshooting the unit, the fse had found that the controller card had no light emitting diode (led) lights. The fse had replaced the controller card, but upon connection, it had shorted out. The fse had then performed further troubleshooting by removing and plugging in one drawer at a time. When the top drawer had been connected, it had shorted the board out again. To resolve the issue, the fse had replaced both controller cards simultaneously and had contacted cubex automated medication management system (cubex) to configure the unit. After verifying the operation by successfully removing medication with the customer, the unit had been confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini drawers was not opening. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this incident.